Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted. The ipg exhibited no pacing and could not measure any lead impedances. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.